Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the index procedure to treat an aneurysm, angiography revealed an undetermined endoleak associated with the etlw1620c82ee stent graft. The event was resolved by re-lining with a second stent graft (etlw1620c93ee) on the same day. Per the physician, the cause of the event was due to a device defect. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
It was confirmed that the endoleak was a type iiib endoleak hole in the fabric. There was no calcification in the area of the endoleak. It was confirmed no excessive ballooning was performed in the area of the endoleak and that the physician is very experienced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak seen immediately following implant was confirmed; however, the exact cause/source of the endoleak could not be fully determined from the limited films returned. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy as a potential factor into the reported iiib endoleak e.g calcification. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause, but these were not provided for review. Only a single imaging view point (a-p) was observed on the film provided; thereby, making determination of the endoleak difficult. The proximal or distal seals of the stent grafts could not be assessed. A type iiib endoleak is less likely to have occurred at index but it being a possible cause of the endoleak, can not be ruled out. It is also possible that this endoleak may be a type IV endoleak, from a location of higher porosity in the stent graft near from the flow divider . Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to a possible type IV endoleak. Analysis of the re turned videos did not reveal any out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.